Event description:
On (B)(6) 2012, it was reported that the pt was taken to the hospital on (B)(6) 2012, because he had been feeling ill and vomiting all morning. The pt was at a bar the night before. The pt did not check his blood glucose levels. The pt¿s brother called an ambulance. The pt then measured his blood glucose level and it was high. The pt¿s brother discovered there was a very large air bubble in the insulin cartridge and the insulin appeared yellow and cloudy. He stated that it appeared the piston road and insulin cartridge did not connect. At the time of report, the pt¿s blood glucose level was 17 mmol/l (306 mg/dl). The pt was treated with insulin at the hospital. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. No lot number is known therefore no retain sample could be investigated. The problem mentioned by the customer could not be reproduced.